Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were observed after filling but before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred during the week of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 8, 2023 - september 11, 2023. H10: the two (2) actual devices were received for evaluation. Unaided eye visual inspection was performed which did not identify any abnormalities that contributed to the reported condition. Functional leak testing was performed and observed a leak between the spike port tube and the spike port bonding areas for both samples; there was a spike port bonding defect. The reported condition was verified. The cause of the spike port bonding defect could not be determined; however, is most likely due to inadequate or lack of cyclohexanone applied to the spike port tube during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.